Manufacturer narrative:
Aware date used as event date is unknown.

Event description:
It was reported via social media that device embolization and cardiac arrest occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman flx laa closure device was implanted and during the procedure became dislodged, traveling to the patient's groin. The patient experienced cardiac arrest and was transferred to the intensive care unit where cardiac arrest occurred a second time. No additional information is known.